Event description:
It was reported that the patient underwent right total hip replacement in early 2007, during which the patient received a durom cup acetabular component. Patient's attorney reports that post-op, patient experienced pain and underwent revision in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.